Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2017 at 1 pm due to diabetic ketoacidosis. The customer stated it was his third time to be hospitalized in 3 months and he wanted the device to be replaced. The customer had received a no delivery alarm from the insulin pump. He was wearing the insulin pump at the time of admission. The customer¿s blood glucose level at the time of admission was 700 mg/dl. The customer was treated with insulin drip and was given medication for their infection. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, unexpected alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit received missing end cap sticker, cracked battery tube threads, cracked case at reservoir tube window corners, cracked reservoir tube window, cracked case at display window corners and minor scratches on lcd window.